Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr). A mitraclip xt was inserted advanced to the mitral valve, but difficulties positioning the clip occurred. After adjusting the trajectory, and while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed but was not successful. Therefore, the clip was removed and replaced. A mitraclip xt was implanted without issues. A mitraclip xtw was then inserted and advanced to the mitral valve and positioned lateral to the previously implanted clip. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The hemodynamics were improved. It was noted that difficulties visualizing the clips during the procedure occurred. The procedure was completed with two clips implanted.

Manufacturer narrative:
In this case, the returned device analysis did not confirm the reported gripper issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and return device analysis, a cause of the reported gripper issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling